Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d4, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the air flow inaccuracy could not be determined as the issue was not confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the high flow insufflation unit did not hold carbon dioxide values. The issue was found during a procedure and it was completed with another device. There was a delay of 15 minutes noted. There was no patient harm or user injury reported.